Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from february 7, 2020 - february 8, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. The infusor was connected for therapy for 4 days when the patient returned to disconnect to the device. It was discovered that the device had not delivered any of the medication dose during the therapy time. The device had been filled with 6400mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.